Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator failed to open due the faulty latch. A field service engineer replaced the latch assembly and reinstalled hasp assembly to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator latch was not opening when user trying to remove fentanyl. The customer added that there was an hour in delay of care of a patient and the patient was a premature 23 week old baby and needed pain medication for being on a ventilator. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-may-2022 to 09- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the refrigerator failed to open due to the faulty latch. A field service engineer replaced the latch. Assembly and reinstalled the hasp assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator latch was not opening when user trying to remove fentanyl. The customer added that there was an hour in delay of care of a patient and the patient was a premature 23-week-old baby and needed pain medication for being on a ventilator. There were no adverse events or injuries reported based on this event.